Event description:
Health care provider reported they explanted an intraocular lens (iol) due to patient experiencing intolerable dysphotopsia. The iol was replaced with a non-johnson & johnson lens of the same diopter. The problem was noticed during a post-op exam. No further information was provided.

Manufacturer narrative:
Pt info: unknown, information was requested but not provided. Date of event: the exact date is unknown, the best estimate is between the implant date (B)(6) 2022 and the explant date (B)(6) 2022. The device has not returned for evaluation. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jun 7, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut into three pieces. The lens was cleaned and, no issues that could contribute to a poor visual outcome could be identified. Based on the return condition of the lens, no further product evaluation could be performed on the lens. A product quality deficiency could not be determined. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.